Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 396 mg/dl. The customer treated high blood glucose with insulin drip and insulin pump. Customer using insulin pump within 48 hours of high blood glucose of event. Based on customer¿s report customer did not allege under delivery. It was reported that the insulin pump was not on auto mode. The customer did experience symptoms of high blood glucose vomiting and abdominal pain. The insulin pump will not be returned for analysis.